Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said they were going to have a back surgery to have the stimulator removed and to help with their spinal stenosis. Patient mentioned they were in a lot of pain and said the stimulation didn't work for almost a year now, but later said they had issues since the current stimulator was implanted. Patient said after they were implanted, they were told that the hcp had put the wrong device in, a bigger device. Patient said they had a big bulge in their back their back was so swollen they couldn't walk and it took them a while to get out of bed because the pain was so bad. The patient was redirected to their healthcare provider to further address the issue.